Manufacturer narrative:
Findings: act, and escape buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, motor error alarm due to button keypad anomaly. Motor passed motor test. Pump had minor scratched display window and completely broken off reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call motor error alarm, keypad anomaly and clock monitor frequency error on the insulin pump. Customer¿s blood glucose reading was 160 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the clock monitor frequency error, changed the battery and then received motor error alarm. Customer was unable to rewind the insulin pump and the motor error alarm remained unresolved. Customer was unable to navigate the insulin pump due to keypad anomaly and motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.